Manufacturer narrative:
Ni

Event description:
Caller reported various readings with inratio meters. Caller tested patient and got a 4.9, seeing that it was higher than expected for this patient, so he was re-tested and got a 2.6. The nurse ran a self test and she received a 1.2.